Event description:
On 28-may-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigations) visual inspection and tests for click and static pull on tubing connector were performed on the returned used device (one set) which showed that visual inspection was within specifications. The static pull test was not able to be performed since the connection between tubing connector and cannula did not connect, (the quick release does not click) the click-legs of tubing connector was damaged/deformed. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set came off her body at the quick release while sleeping. This issue occurred happened three times this month as they did not get that click. Reportedly, the last one happened this morning, as they put that one yesterday and this morning it came off. Her blood glucose level was 328 mg/dl. The site location was on her stomach and the pump was on the other side of her stomach. The infusion set had been used for 18 hours and some of the infusion sets were stored in the dining room and basement. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was in the range of 200's mg/dl. No further information available.

Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. On 28-may-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigations) visual inspection and tests for click and static pull on tubing connector were performed on the returned used device (one set) which showed that visual inspection was within specifications. The static pull test was not able to be performed since the connection between tubing connector and cannula did not connect, (the quick release does not click) the click-legs of tubing connector was damaged/deformed. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set came off her body at the quick release while sleeping. This issue occurred happened three times this month as they did not get that click. Reportedly, the last one happened this morning, as they put that one yesterday and this morning it came off. Her blood glucose level was 328 mg/dl. The site location was on her stomach and the pump was on the other side of her stomach. The infusion set had been used for 18 hours and some of the infusion sets were stored in the dining room and basement. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was in the range of 200's mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set came off her body at the quick release while sleeping. This issue occurred happened three times this month as they did not get that click. Reportedly, the last one happened this morning, as they put that one yesterday and this morning it came off. Her blood glucose level was 328 mg/dl. The site location was on her stomach and the pump was on the other side of her stomach. The infusion set had been used for 18 hours and some of the infusion sets were stored in the dining room and basement. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was in the range of 200's mg/dl. No further information available.